Event description:
Unomedical reference no.(B)(4) event occurred in the united states on (B)(4) 2024, patient has reported infusion set has bent canula. The blood glucose was extremely high 1380mg/dl. Patient went into dka and sent to ICU. Patient was in a diabetic coma for a couple of days. Treatment for high bg: IV drips in the hospital and current bg value was 240 mg/dl. Patient was in hospital for 8 days. The infusion set was in use for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.